Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06feb2020.

Event description:
The customer reported dim display. There was no patient involvement. The manufacturer¿s fse (field service engineer) remotely confirmed the reported dim display issue. The fse verified with the customer that the unit had the original lcd (liquid crystal display) installed. The fse discussed the 1st generation compared to the 2nd generation lcd and provided part ids for the 2nd generation ui (user interface) assembly. The fse remotely confirmed that the customer installed the 2nd generation ui. The ui was replaced to resolve the issue.

Manufacturer narrative:
G4: 07may2020. B4: 08may2020. User interface assembly was returned for failure investigation. The visual inspection of the user interface assembly revealed no evidence of damage or contamination. After several tests, the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.